Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/12/2016 with the following findings: investigation revealed two cracks in the battery compartment. Unrelated to the original complaint, the battery cap threads were stripped; therefore, a test cap was used to perform the investigation steps. The test battery cap was able to fully tighten to the pump. In addition, the display was dim and discolored.